Event description:
The trilogy evo ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, a "ventilator service required" was noted for a defective system pca. The system pca was replaced to address the issue. There was no harm or injury reported.